Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was unknown. It was unknown if dianeal and extraneal therapies were ongoing. On an unknown date, the patient was discharged from the hospital. It was unknown if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time.